Event description:
Customer reported the system is having software and boot up problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos board and reloaded software. System operates as intended.